Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. E1 event site name due to character restrictions (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring split. No pieces were identified in the patients leg. Another device was used to complete the procedure causing a slight delay. No adverse patient events were noted.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/19/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the harvesting device. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed . Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lots # 3000379692 and 3000378554 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. For lot # 3000378950. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.